Manufacturer narrative:
This medwatch reflects two products with the same unknown catalog and lot numbers. This patient experienced sub-acute stent thrombosis 3 days post implantation of 2 cypher stents. No clinical or procedural details were available. A family member reported that the patient "developed a clot at the junction of these two stents. The doctor informed the reporter "the clot developed due to a crack on the stent". Multiple attempts to obtain additional details were unsuccessful; it is not known if the "crack" described referred to a stent fracture or a gap between the implanted cyphers. Treatment was not reported. During the attempts to obtain additional details, it was determined that the patient had died but no cause or date of death was provided. Neither stent could be returned for evaluation; they remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis and death are potential adverse events associated with coronary artery stenting. With such limited information, it is not known what factors may have contributed to the events.

Event description:
It was noted that the patient had two cypher stents implanted in an unknown coronary artery. Three days after stent placement, the patient developed a clot at the junction of the two stents. The doctor informed the reported that the "clot developed due to a crack on the stent". It is unknown if any treatment was prescribed or if this event is ongoing. Additional information was received indicating that the patient expired. No other information was provided. The cause of death is not known at the present time.